Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, a stent no cross occurred. The 90% stenosed lesion was located in a severely calcified and tortuous left circumflex coronary artery. The lesion was predilated with a maverick 1.50mm x 15mm balloon catheter and the 2.50x20mm promus element stent delivery system was advanced but failed to cross the lesion. The stent delivery system was removed and the lesion was predilated again. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Product analysis on the returned device revealed stent movement and stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, it was also noted that the stent had moved distally approximately 5 mm from the proximal marker band and stent damage was also noted. A visual and microscopic examination found that the stent had moved distally approximately 5 mm from the proximal marker band. A visual and microscopic examination identified stent damage. Stent struts were raised. The outer diameter (od) of the damage found on the stent struts were measured and was approximately 1.19 mm. The balloon section of the device was visually and microscopically examined and no issue was noted with the balloon profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).